Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 2 resolute onyx des were implanted in the lxc and rca. Cec adjudicated non-q-wave mi (target vessel), mdt extended historical peri-pci and adjudicated stent thrombosis as no event.

Manufacturer narrative:
The index procedure was also prompted by a positive functional study. Cec adjudicated non-q-wave mi of rca <(>&<)> cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.